Event description:
Customer reported his blood glucose had been high from switching insulin brands and infusion sets. The customer's blood glucose was 275 mg/dl. The customer had treated his blood glucose with the insulin pump. Troubleshooting for high blood glucose found the customer did not have any symptoms of high blood glucose. Troubleshooting for the insulin pump found insulin was able to exit from the tubing during a manual prime. It was also found the customer had a low reservoir alarm, button error alarm, and no delivery alarm in the alarm history. The customer stated he would call back to troubleshoot the insulin pump before having it replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).